Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.

Event description:
A customer reported receiving an error 3 message on their adc meter on and off for about 2-3 years and as a result, at "some point went into a coma" (the date and time are unknown). The customer reportedly experienced a loss of consciousness and seizure and was transported to a hospital via paramedics where he was diagnosed with diabetic ketoacidosis and "thyroid condition." The customer stated he self-treated with "snickers and fruit roll ups" and was unable to provide any additional details with regards to the medical event and treatment provided. There was no report of death or permanent impairment associated with this medical event.